Manufacturer narrative:
(B)(4).

Event description:
Distributor contacted dexcom technical support on (B)(6) 2014 to claim no audio output on (B)(6) 2014. No medical intervention or injuries were reported. Distributor reported testing of the alert functionality and reported tone alerts were not functional, but device did vibrate.